Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the black box indicated reboots had occurred. The pump powered on with function auditory and vibratory alerts but the display remained blank. The presence of audible tones and functional vibratory alerts indicated that the pump had power. Additional testing could not be completed due to the blank display. Unrelated to the original complaint, investigation revealed the following: the bolus button cover was torn; there were leaks at the display lens and the bolus button; and there was internal moisture damage observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.